Manufacturer narrative:
The insulin pump passed functional testing, including the operating currents measurement, self-test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm during our testing noted. The motor passed motor test. The insulin pump was received with cracked case at the display window corners, battery tube threads and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump kept alarming motor error. The customer was able to rewind the insulin pump. Customer's blood glucose level was 428 mg/dl. The customer took the insulin pump off while swimming and then received a motor error alarm when she tried to put it back on. She treated her blood glucose level with a manual injection. High blood glucose troubleshooting was declined. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.